Event description:
See initial report.

Manufacturer narrative:
H10: no service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: - pump resolver fixation loosened / resolver defective; - defective hms (motor control) board. Taking into account the manufacturing year of the unit (2009), it is likely that the issue was related to the wearing of the above mentioned components. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump gave a motor control failure error message during procedure. There was no patient injury.

Manufacturer narrative:
Patient identifier: there was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in syracuse, new york. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.